Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 502 mg/dl. Customer reported issues with the insulin pump. Advised customer to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer reported that insulin did not exit at the quick release. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.